Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 177 mg/dl. The customer changed the supplies on the pump and delivered a correction bolus to address the bg level. The customer performed a system check and insulin was observed exiting the tubing. The cannula was not compromised. The customer indicated that after the alarms, the supplies on the pump are changed.